Manufacturer narrative:
Correction: b5, g3, h6. Information was received indicating that the product is not a medtronic device. No further reports will be sent for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Upon review of the information provided, this information does not meet the definition of a complaint. There is no written, electronic, or oral communication that alleges deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of a device, after it is released for distribution.

Event description:
According to the literature, a retrospective study including 31 females treated for bladder cancer with robot-assisted radical cystectomy followed by total intracorporeal ileal conduit construction or extracorporeal urinary diversion from 2020 to 2023 was completed. The stapler was used to harvest an ileal segment, form a side-to-side anastomosis of the ileum, and for bowel reconstruction. Complications included gastrointestinal bleeding and abdominal infection/peritonitis. Interventions included blood transfusions and antibiotics. Two deaths were reported and were not device related.

Manufacturer narrative:
Jia, k., huanga, s., wang, z., lin, y., bai, y., shen, c., zhang, z., wu, z.,qie y., and hu, h. Utilizing vaginal natural orifice to facilitate bowel manipulation during totally intracorporeal ileal conduit construction: a retrospective cohort study. Annls of medicine 2025, vol. 57, no . 1. Https://doi.org/10.1080/07853890.2025.2453827. Pages 1-10 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.